Event description:
Information from ae regulatory system: on (B)(6), 2024, the patient came to the hospital for treatment. When using the bd disposable injection pen needle with specification 31g*5mm and lot number 3129469, the needle and the pen doesn't attach, the hub base is loose. The patient stopped immediately and replaced the new needle. Ae report no.(B)(4). Call center did not contact the customer and did not verify the information reported in the ae regulatory system. Material code found in the system is 329490. If any update will be sent by email.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.